Manufacturer narrative:
Product analysis:damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of fracture surface analysis reveals a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, all the three screwdriver tips broke when placing an iliac screw. Tip of probe bent broke when palpating the screw hole. The instruments came in contact with the patient. The instruments broke. No fragments of the instruments remained in the patient. No patient complications were reported as a result of this event.